Manufacturer narrative:
Additional information : (implant date is an approximate).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision surgery an intraoperative complication occurred due to a clamping screw of the offset that broke.